Manufacturer narrative:
Evaluation summary: the balloon was returned partially inflated. The balloon bond was stretched measuring 2.5mm in length. Crystallized residue was visible in the inflation lumen. It was not possible to deflate the balloon. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one sprinter legend rx balloon catheter to treat a mid lad lesion. The balloon was inflated to 8 atm on the first attempt. The physician could not deflate the balloon. The physician attempted to replace the gauge but the balloon still didn't deflate. The physician removed the balloon catheter and completed the procedure without further complication. No patient injury was reported.